Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure.according to the complainant, there was no current coming from the device, during the procedure. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: host tissue is minimal to moderate onto the sewing ring. Cuts are detected in the sewing fabric. No other inconsistencies detected or in the x-ray.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.